Event description:
The customer called the helpline to report sensor issues, then discovered during the phone call a button error alarm in the insulin pump history. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's blood glucose value was 130 mg/dl. No further information was provided.

Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.